Manufacturer narrative:
The device was returned to the MFR on (B)(4) 2014 and is currently undergoing evaluation. When the investigation is complete, a follow-up report will be submitted. (B)(4).

Event description:
Several hrs after initiating ECMO the hospital noticed a very slow and slight drops of blood coming from the bottom of the oxygenator from around the condensation port. As a precaution, the oxygenator was changed out. No adverse events were reported as a result of this event.